Manufacturer narrative:
The technician tested the bed and could not duplicate the alleged malfunction. He replaced a signal cable, tested the bed, and found it functioning properly.

Event description:
The complainant stated that there was an unintentional movement of the motor function on the bed.